Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedance on their lead contacts. The patient is not receiving adequate therapy as a result. Surgical intervention may be pending for this issue.

Event description:
Additional information received indicates that the patient had a history of falls. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.